Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the patient had underwent an endoscopic retrograde cholangiopancreatography (ercp) and a single use biliary drainage stent was placed. After 2 months, a cholecystectomy was performed as the patient also had gallbladder stones. The stent indwelled the previous time had punctured the liver. It was speculated that the tight flexion of the stent may have been the cause. It did not puncture during placement but appeared to have gradually infiltrated. The stent was removed, the site was clipped and the procedure was completed. The patient's condition was stable and there were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.